Event description:
The company was informed that the pt's device was explanted. The pt reportedly experienced pain, and was crying and banging. The pt reportedly did not receive any benefits and became a non-user of the device. The parents of the pt have no plans to reimplant.